Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with display failure; this condition had the potential to interrupt delivery. This condition was found in the biomed department upon power up. There was no reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available. The software version is currently unknown at this time.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). This complaint is a duplicate complaint. The customer reported condition, display failure, will be addressed in manufacturer report number 6000001-2011-21940.